Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. It was also reported that the implantable pulse generator (ipg) device exhibited loss of pacing upon interrogation and a power on reset after having previously displayed elective replacement indicator (eri). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.